Event description:
It was reported that the right ventricular (rv) lead had a high rate episode with very short intervals that appeared different from the normal ventricular sense complexes. The lead remains in use for further evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2008 (B)(6); 5076-45 implantable pacing lead 2002 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.